Manufacturer narrative:
Date of event: unknown, not provided. Other: the device is not returning for evaluation as it was not returned by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of -the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225, 12.0 diopter, intraocular lens (iol) was explanted due to lens rotation which led to poor vision secondary to incorrect astigmatism. There was an incision enlargement, but no sutures or vitrectomy were required. Reportedly, the patient is very happy post-explant. Pre-op best corrected visual acuity (bcva) was 20/40 and after the lens exchange it was reported to be 20/25. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.